Event description:
Rptr had bilateral silicone breast implants. They were removed due to hemorrhaging, then reinserted. She has had a total of 6 breast surgeries. She had a hematoma and numbness in the surgical area. She had calcium deposits, a medical professional has confirmed extensive silicone in her chest wall. She had bleeding through the envelope and breast implants ruptured. She c/o: chronic bladder/urinary infections, blood pressure problems, short-term memory loss, balance disturbances/vertigo/dizziness, reduced blood flow to brain, chest/rib cage pain &/or burning sensation and inflammation, elevated cholesterol or triglycerides, cataracts, holes in retina, thyroid problems, adrenal problems, chronic swelling, discoloration (red or blue) and heat or cold sensitivity of extremities, raynaud's disease, cronic diarrhea &/or constipation, irritable bowel syndrome, frequent migraines/severe headaches, arrhythmias, connective tissue disease, joint inflammation, swelling, pain/arthalgia and rheumatoid arthritis, persistent stiffness, chronic swollen lymph nodes under arms and at groin, muscle pain & burning, fibromyalgia, unexplained rashes, sun sensitivity, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things.